Event description:
Received information that an 840 ventilator was inoperable. Device was not being used on a patient when event occurred. Covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and replace the breath delivery unit (bdu) central processing unit (cpu) printed circuit board assembly (pcba). Device pass all test.

Manufacturer narrative:
(B)(4).